Manufacturer narrative:
Note: product reference 4430147 is not cleared in USA, but it is similar to the product reference 5430146 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: despite request, the device nor x-ray films were returned for evaluation. Conclusion: the description given be the complainant (catheter ruptured at 4 cm form the access port and catheter stuck in the costoclavicular pinch) seems to indicate that the catheter was crushed in the costo-clavicular space and repeated squeezing has led to the rupture of the catheter: it is a pinch-off syndrome. Only the examination of the x-ray pictures could allow us to confirm this hypothesis. The instructions for use warn the physicians against the risk entailed by placing the catheter via the subclavian route. This does not seem a device related incident. Consequently, no corrective action is envisaged.

Event description:
"Breakage of the access port catheter. Implanted on (B)(6) 2020 via left subclavian vein. During the first chemotherapy session on (B)(6) 2020, an absence of blood reflux is observed and the injection of physiological serum causes local swelling. A x-ray shows a section of the kt about 4cm from the junction with the chamber and an intracardiac migration of the kt (the x-ray taken on (B)(6) 2020, the day after insertion, showed normal positioning of the kt with the distal tip at the level of the inferior vena cava). During the catheter withdrawal, the medical team has observed that the catheter was stuck in the costoclavical pinch which could explain this incident."